Event description:
It was reported that during preventative maintenance testing a spectrum pump alarmed "upstream occlusion" when no occlusion was present. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom caused by low ultrasonic sensor readings. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The ultrasonic sensor was replaced.